Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department with a note that stated, "broke." No specific pt info, device programming, or event details were provided. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.